Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during literature review the unspecified bd sst blood collection tubes had been reported to have erroneous results. The following information was provided by the initial reporter: on literature it is reported a gel interference/ gel adsorption of drugs (synthetic cathiones).

Manufacturer narrative:
H.6. Investigation summary: material number: unknown. Lot number: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The bd vacutainer® tubes investigated in the paper do not have a claim for the detection of synthetic cathinones (scs). The study showed that certain hydrophobic scs demonstrated reduced stability when collected in bd vacutainer® sst¿ tubes. A complaint (case: 02099793 / (B)(4)) was submitted to this observation. Reduced stability or poor recovery of hydrophobic drugs in gel separator tubes is well known. Bd has previously identified this as a potential product performance limitation and is in the process of adding a precautionary statement to the instructions for use (IFU) of gel separator tubes. The precautionary statement aims to inform customers that some drugs may adsorb onto the gel of gel separator tubes and that the magnitude of these effects depend on various factors, e.g., chemical and physical properties of the drug, contact time with the gel, volume of the sample on the gel, storage temperature, gel type. Laboratories should consider these factors when evaluating the use of gel separator tubes for testing of drugs or metabolites. A change control was opened to manage and track the IFU updates; therefore, no further follow ups are required. The authors were able to improve their recovery of hydrophobic scs in sst¿ tubes by modifying the tube via the addition of an anticoagulant (edta or heparin) into the tube. However, bd does not recommend adding an anticoagulant additive to sst¿ tubes. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during literature review the unspecified bd sst blood collection tubes had been reported to have erroneous results. The following information was provided by the initial reporter: on literature it is reported a gel interference/ gel adsorption of drugs (synthetic cathiones).